Event description:
It was reported that a spectrum pump failed to recognize when door was closed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1 initial reporter phone no.: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6, h11. The device was received for evaluation. During functional testing, the reported issue " won't recognize when door is closed" was not reproduced. A review of the event history log revealed "door jammed!" Error messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Link adjustment will be performed as of the evaluation process. Should additional relevant information become available, a supplemental report will be submitted.